Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor pairing failure limited to the ilet pump during initial setup, while the insulin cartridge and infusion set were completed and the pump awaited cgm pairing to enter body weight and activate automated therapy. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health or hospitalization. Investigation included customer support troubleshooting and setup education related to cgm pairing and ilet configuration. Investigation of this case revealed that once cgm warmup completes and glucose values display on the pump, the user will be able to access ilet setup and enter body weight to proceed. It was concluded that the event was a pairing/setup issue that resolved with standard guidance and did not involve a device malfunction affecting therapy delivery.